Manufacturer narrative:
Customer reported they tried to use product would not stick to skin. Prepped skin with alcohol prior to applying and still would not stick. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported they tried to use product would not stick to skin. Prepped skin with alcohol prior to applying and still would not stick.